Manufacturer narrative:
Age at time of event: over 60 years old. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that revie, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the balloon deflation failed occurred and removal difficulties were encountered. The target lesion was located in the moderately tortuous right coronary artery (rca). After deploying a 3.50 x 24mm synergy¿ drug-eluting stent, the balloon failed to deflate and the device could not be withdrawn back into the guiding. It took 20 minutes for the balloon to be removed from the patient's body completely. No patient complications were reported and the patient's status was stable.